Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Essure indication updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated right essure coil') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and pelvic pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hystereotomy,bilateral salpingectomy cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abnormal uterine bleeding and pelvic pain outcome was unknown. The reporter considered abnormal uterine bleeding, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details-microinsert 3 coils on right 03 coils on left seen after essure insertion. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received- event medical device removal updated to uterine perforation. New reporter, medical history, insertion details, removal details were added. New events added- pelvic pain, abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated right essure coil') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and pelvic pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hystereotomy,bilateral salpingectomy cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abnormal uterine bleeding and pelvic pain outcome was unknown. The reporter considered abnormal uterine bleeding, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details-microinsert 3 coils on right 03 coils on left seen after essure insertion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.